Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00955. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention may take place at a later date to address the issue.